Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The inspiratory flow valve was replaced. No report of patient involvement.

Event description:
The hospital reported the unit had a failure that affected mechanical ventilation. There was no report of patient involvement.